Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl. The customer reported third day the blood glucose levels was 250 mg/dl and 300 mg/dl. The customer treated with the insulin pump. The customer's current blood glucose level was 310 mg/dl. The customer did troubleshooting. The customer was advised to change the entire set, reservoir and insulin and treat per the healthcare provider's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm during testing. Unit was received with normal operating currents and passed self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. The insulin pump was tested with a water fill test reservoir. No air bubbles anomaly noted. The insulin pump had minor scratched lcd window, cracked case at display window corners, scratched reservoir tube window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.